Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. False elective replacement indicator (eri) triggered on (B)(6) 2015 due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) experienced an elective replacement indicator (eri) lockup condition and the battery voltage was blank. The device was reprogrammed and reset to physician prescribed settings. The device remains in use. No patient complications have been reported as a result of this event.